Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and the formed needle completely retracted. The download data indicates that the device completed both first and second prime. No damages or defects were observed with the needle mechanism that would result in the cannula not deploying. In addition, inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. No other damages or defects were found that would contribute to a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels reached 291 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking insulin from the infusion site (arm). Patient stated that the pink slide never moved forward, therefore the needle never deployed. As treatment for hyperglycemia, a new pod was applied and boluses were given..